Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer was broken and the battery contacts were compressed. Analysis also found the upper case, lower case, two side bail covers, and the ring cover were broken. (B)(4).